Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer stopped printing, failed due to labels not feeding properly. A field service engineer reseated the label rolls and checked connections to ensure proper label feeding and verified printing functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es label printer failure. Customer stated that printer would not print at all. A hard reset of the entire device was completed, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.